Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 23-jun-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (4 mg/ml at 0.4 mg/day) via an implanted pump. It was reported that the patient was experiencing an inconsistency in therapy and a dye study showed a possible leak at the catheter connector site. The event date was noted to be (B)(6) 2020. The patient was taken to surgery on (B)(6) 2020. During the procedure, the pump segment and connector of the catheter were replaced. With regards to the environmental, external, or patient factors that may have led or contributed to the issue, it was noted that ¿no suture ties were on the catheter connector¿. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.